Event description:
Ihealth bg1 align mini gluco-monitoring system battery life only lasts for two blood sugar readings. Two of these devices were purchased from multiple (B)(6) locations and both had the same issues. At this rate it would cost in upwards to (B)(6) a day to use this product due to the cost of battery replacements. After a little research, the tests that were performed by the FDA states that this device lasted for 200 readings on a single battery. This is 100 times more reliable of a product than we have purchased from our retailer. It appears that something is not working correctly causing battery life to be reduced dramatically. I have listed the serial number of the last device that was returned to (B)(6) for your info. Serial number of last device we purchased: (B)(4).